Manufacturer narrative:
Stent, difficulty crossing legion. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for the palliative treatment of a malignant stricture performed on (B)(6), 2010. According to the complainant, the target stricture was 10cm, located in the 2nd part of the pyloric sphincter. The patient's anatomy was tortuous and the stricture was described as "very severe". During the procedure, the sheath of the wallflex enteral duodenal stent could not be inserted over the stricture. The procedure was completed with another unknown device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.